Event description:
It was reported that during a total knee arthroplasty, the blade broke at the mount. It was further reported that the broken piece could not be located. It was reported that an x-ray was taken with a c-arm and that the broken piece could not be located on the x-ray. It was further reported that the delay in surgery did not impact on the pt's outcome.

Manufacturer narrative:
Device not returned for evaluation.